Manufacturer narrative:
The reported event was device contamination. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured within specifications.

Event description:
It was reported that patient presented for an implant procedure. During surgery, blood was found inside the insulation of the left ventricular lead. The procedure was completed using another lead. The patient was in stable condition.